Event description:
Customer reported a blood glucose (bg) level of 30.0 mmol/l. Suspected cause was due to using an expired sensor resulting in the user not keeping track of their bg values which led to the user not blousing after a meal. Customer performed a correction injection and later brought the level back into range via pump bolus. Technical support instructed customer to consult healthcare provider and call if further troubleshooting was needed.